Event description:
It was reported, during reprocessing. The subject device had an abnormal image, when autoclave sterilization was operated. Instead of the gas sterilization. No patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. In addition, the device evaluation found flooding in the main unit imaging and the camera cable was flooded. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint, is that autoclave sterilization was performed by mistake. And moisture was generated when the inside of the product condensed. Resulting, in flooding of various parts of the product. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.